Event description:
It was reported that the patient experienced fluid leak on the cylinder of a two piece inflatable penile prosthesis (app). A replacement surgery was performed in which a three piece inflatable penile prosthesis (ipp) was implanted. The patient was said to not have experienced any further complications and was currently doing good. No more information available at the moment. Should additional information become available, it will be provided.